Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Reported event: an event regarding fretting (trunnion wear) involving a metal head was reported. The event was confirmed.

Event description:
Revision of accolade I with trunnion wear.

Event description:
Revision of accolade I with trunion wear.

Manufacturer narrative:
Reported event an event regarding fretting (trunnion wear) involving a metal head was reported. The event was confirmed. Method & results :-product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 6 devices were manufactured and accepted into final stock on (B)(6) 2008 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc pr and CAPA lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. H3 other text : device not available.